Event description:
It was reported that the patient was having symptoms that the physician thought was due to the right ventricular lead holding the tricuspid valve open. The lead was removed and was replaced with a left ventricular lead in the great cardiac vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).